Event description:
It was reported that a device was used during a donor nephrectomy. The device locked up and would not work after about 1 hr of use. It was dropped on the floor adn the tip of the active blade broke off. The case was completed with another device. There was no pt consequence.